Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade procedure the physician noted an insulation anomaly on the right ventricular lead. The patient was asymptomatic but dependent. The physician stopped the procedure, the device was programmed to the unipolar pacing configuration. No intervention had been reported.

Event description:
New information states that the lead was explanted on (B)(6) 2016 and replaced successfully. The patient was stable after and still stable.